Event description:
During a routine follow-up,warning on abnormal impedance was displayed on the programmer screen. Impedances and continuity tests gave normal results as well as sensing and threshold tests. Fourteen egm episodes were stored in device memory with ventricular oversensing (with no therapy delivered). Maneuvers tests were made and the noise was not reproduced on real time egm, except during valsalva maneuver. Ventricular sensitivity was reduced (from 0.4 to 0.6mv) and the persistence was increased (from 8 to 12 cycles) in order to avoid inappropriate therapy. A standard interval follow-up (of 3 months) was planned.

Manufacturer narrative:
It was reported on (B)(6) 2015 that the subject lead was abandoned and capped on (B)(6) 2015.

Event description:
During a routine follow-up, warning on abnormal impedance was displayed on the programmer screen. Impedances and continuity tests gave normal results as well as sensing and threshold tests. 14 egm episodes were stored in device memory with ventricular oversensing (with no therapy delivered). Maneuvers tests were made and the noise was not reproduced on real time egm, except during valsalva maneuver. Ventricular sensitivity was reduced (from 0.4 to 0.6mv) and the persistence was increased (from 8 to 12 cycles) in order to avoid inappropriate therapy. A standard interval follow-up (of 3 months) was planned. It was reported on (B)(6) 2015 that the subject lead was abandoned and capped on (B)(6) 2015.